Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to device alerts. A remote monitoring transmission indicated that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and lead impedance variation. In addition, the rv lead exhibited out of range (oor) high pacing impedance. It was also noted that the rv lead exhibited oversensing and noise, which lead to pacing inhibition. A fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.